Manufacturer narrative:
Correction to statement in h10 from the initial report: the device was not returned. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The physician reported to olympus two patients had ureteral strictures after using the soltive laser system in (B)(6) 2021. The patients had long-term, highly impacted ureteral stones. No strictures were present before use of the subject device. On (B)(6) 2021: patient 2 had a ureteral stricture proximal to the laser location. The patient's stone had been present for years in the distal ureter. Four reports have been created for these events. Patient identifer (B)(6) is for patient 1 and the soltive generator. Patient identifier (B)(6) is for patient 1 and the soltive fiber. Patient identifier (B)(6) is for patient 2 and the soltive generator. Patient identifier (B)(6) is for patient 2 and the soltive fiber. This report is for patient identifier (B)(6) for patient 2 and the soltive generator.